Event description:
Caller indicated the advance meter was giving variable readings. Patient read 313 and one minute later read 178. Patient tested 236 and one minute later read 112. Controls were in use and the meter is in good condition.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.